Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated there was moisture damage on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.